Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #:(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check with information - the system volume too large. Identification of issue has been done by analyzing problem description and service report. The air gas module was found defective and its replacement is necessary. No parts have been returned for investigation, therefore the root cause of the reported event has not been determined.